Event description:
Customer states that the unit has defective rotor and is displaying a feed error. Upon triage, the service technician found that the unit failed to alarm for rotor a error during testing.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue of unit failed for rotor test. The unit was triaged and the issue was confirmed. The gearbox was replaced as a result. The unit has been repaired, tested, and recertified per procedure. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.